Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: essure implanted without complications. Beginning sometime in (B)(6) 2015 patient sought the first of three medical treatments regarding the aforementioned symptoms. Since the essure removal surgery she has been left with abdominal deformity and severe large scarring and she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 21-aug-2017: internal correction, events deleted. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("during removal surgery that right coil broke apart into two pieces and one piece was bent"), device expulsion ("as the other had migrated further into the fallopian tube/ partial broken right essure coil found in uterus") and abdominal pain ("severe abdominal pain") in a 25-year-old female patient who had essure (batch no. C76445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, hemorrhage postpartum (pp hemorrhage treated by d and c - on or about (B)(6) 2011.) In 2011, cholestasis of pregnancy in (B)(6) 2014, early menarche (age 10), contraception, perineal pain, nonsmoker, miscarriage, ectopic pregnancy, postpartum hemorrhage and cholestasis. Previously administered products included for an unreported indication: continuous progesterone-only ocp. Concomitant products included norethisterone (errin) from november 2014 to march 2015 for birth control as well as azithromycin since (B)(6) 2014, cefalexin (cephalexin) since (B)(6) 2015, cetirizine hydrochloride (zyrtec), clonazepam (clorazepam) since (B)(6) 2014, cloraz dipot, codeine phosphate (codein) since (B)(6) 2014, diphenhydramine, combinations since (B)(6) 2015, ibuprofen since (B)(6) 2014, mometasone furoate (nasonex) since 2012, montelukast since september 2015, nitrofurantoin since (B)(6) 2015, ondansetron since (B)(6) 2015, prednisone since 2013, prenatal, tobramycin since (B)(6) 2015 and ursodeoxycholic acid (ursodiol) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), arthralgia ("hip pain"), alopecia ("hair loss"), pain in extremity ("leg pain"), back pain ("severe back pain"), menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), dysmenorrhoea ("severe menstrual pain") and dyspareunia ("dyspareunia (painful intercourse)"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, abdominal pain, migraine, arthralgia, alopecia, pain in extremity, back pain, menorrhagia, menstrual disorder, vaginal discharge, dysmenorrhoea and dyspareunia had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pain in extremity, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure implanted without complications. Beginning sometime in (B)(6) 2015 patient sought the first of three medical treatments regarding the aforementioned symptoms. Since the essure removal surgery she has been left with abdominal deformity and severe large scarring and she feels much better. She had complications or problems that occurred at the time of your essure placement. At the end of the procedure, the right fallopian tube had 3 coils visible, and the left fallopian tube had 1 coil visible diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: fallopian tubes were bilaterally occluded. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device expulsion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("during removal surgery that right coil broke apart into two pieces and one piece was bent"), device expulsion ("as the other had migrated further into the fallopian tube/ partial broken right essure coil found in uterus") and abdominal pain ("severe abdominal pain") in a 25-year-old female patient who had essure (batch no. C76445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, hemorrhage postpartum (pp hemorrhage treated by d and c - on or about nov2011.) In 2011, cholestasis of pregnancy in october 2014, menarche (age 10), contraception, perineal pain, nonsmoker, miscarriage, ectopic pregnancy, postpartum hemorrhage and cholestasis. Previously administered products included for an unreported indication: continuous progesterone-only ocp. Concomitant products included norethisterone (errin) from november 2014 to march 2015 for birth control as well as azithromycin since january 2014, cefalexin (cephalexin) since september 2015, cetirizine hydrochloride (zyrtec), clonazepam (clorazepam) since december 2014, cloraz dipot, codeine phosphate (codein) since october 2014, diphenhydramine, combinations since may 2015, ibuprofen since october 2014, mometasone furoate (nasonex) since 2012, montelukast since september 2015, nitrofurantoin since may 2015, ondansetron since may 2015, prednisone since 2013, prenatal, tobramycin since september 2015 and ursodeoxycholic acid (ursodiol) since august 2014. On (B)(6)2014, the patient had essure inserted. On (B)(6)2016, 1 year 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), arthralgia ("hip pain"), alopecia ("hair loss"), pain in extremity ("leg pain"), back pain ("severe back pain"), menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), dysmenorrhoea ("severe menstrual pain") and dyspareunia ("dyspareunia (painful intercourse)"). The patient was treated with surgery (bilateral salpingectomy on (B)(6)2016). At the time of the report, the device breakage, device expulsion, abdominal pain, migraine, arthralgia, alopecia, pain in extremity, back pain, menorrhagia, menstrual disorder, vaginal discharge, dysmenorrhoea and dyspareunia had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pain in extremity, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure implanted without complications. Beginning sometime in december 2015 patient sought the first of three medical treatments regarding the aforementioned symptoms. Since the essure removal surgery she has been left with abdominal deformity and severe large scarring and she feels much better. She had complications or problems that occurred at the time of your essure placement. At the end of the procedure, the right fallopian tube had 3 coils visible, and the left fallopian tube had 1 coil visible diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6)2015: fallopian tubes were bilaterally occluded pregnancy test urine - on (B)(6)2014: negative concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device expulsion most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received. Events were added per pfs: during removal surgery that right coil broke apart into two pieces" and one piece was bent and as the other had migrated further into the fallopian tube, abnormal vaginal bleeding (vaginal) were added. Patient demographics, medical history, concurrent conditions, concomitant medications were added, lot no added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), gastrointestinal disorder ("abdominal deformity (after bilateral salpingectomy)") and scar ("severe large scarring (after bilateral salpingectomy)"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved and the gastrointestinal disorder and scar had not resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, gastrointestinal disorder, menorrhagia, menstrual disorder, migraine, scar and vaginal discharge to be related to essure. The reporter commented: essure implanted without complications. Beginning sometime in (B)(6) 2015 patient sought the first of three medical treatments regarding the aforementioned symptoms. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.